Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in singapore. It was reported that upon initiating ECMO on patient via vav with an hls set, the cardiohelp-I displayed a delta p of 60mmhg. The customer continues to monitor the pressure. Act and aptt were within the range. No harm to any person has been reported. Additional information has been provided on 2025-08-05 as follows: no clots were noticed in the hls module. Heparin was used as anticoagulation. The hls set was not replaced with another set. The customer was using cardiohelp internal pressure or monitoring. As a pressure reading issues can lead to a pump stop if the intervention was set by the user a report is required due to the potential risk for the patient. The patient data was not shared by customer. The affected hls set was investigated in the getinge laboratory on 2025-10-30 with the following conclusion: during the investigation the reported failure could be confirmed. A possible cause for the reported / unusual pressure values (delta p) could be determined as a damage to the arterial pressure sensor. However, an exact root cause for the defective pressure senor could not be determined. Based on the results the reported failure "delta p increased" could be confirmed. The production records of the affected product were reviewed on 2025-10-30. According to the final test results, all the modules with lot: 3000432417 and UDI: (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements, design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported product and failure. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the singapore market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in (B)(6). It was reported that upon initiating ECMO on patient via vav with an hls set, the cardiohelp-I displayed a delta p of +60mmhg. The customer continues to monitor the pressure. Act and aptt were within the range. No harm to any person has been reported. As a pressure reading issues can lead to a pump stop if the intervention was set by the user a report is required due to the potential risk for the patient. Complaint ID: (B)(4).